Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Prior to implant the physician made a hole (fenestrated) in the valiant stent graft and performed the tevar. It was reported that there was an endoleak that was coming from the around the fenestration hole in the valiant stent graft. The location of the fenestration hole is unknown. It was confirmed that none of the vessels were covered by the stent graft. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved or contraindicated use (the stent graft was modified prior to implant) exact date of event is unknown.